Event description:
Customer reported the insulin pump alarmed lost sensor and tried to reconnect to the sensor. Troubleshooting was performed. Blood glucose level was 175 mg/dl. Customer stated he did not receive a new transmitter and has correct ID transmitter inputted in the insulin pump. He does not use the soft sensor. He waited two hours for initialization. Customer stated he had the sensor inserted in the abdomen, which appeared fully inserted and flat on the skin. Alarms occurred after the initialization period and radio frequency was not established. Customer was advised to disconnect the transmitter from the senor. Customer did not notice any damage to the transmitters' connection bridge. Troubleshooting was not finished due to customer had to go, advised to change out sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.